Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall that persisted after multiple restarts, and a replacement device was arranged while blood glucose remained unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included continued cgm use as instructed and preparation for return of the original device. Investigation included remote troubleshooting guidance, verification of device shutdown to prevent further alerts, and arrangements for device replacement and return for potential evaluation. Investigation of this case revealed a consecutive stalled motor consistent with a device mechanical malfunction related to the pump motor assembly. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.